Event description:
It was reported by service report that the fowler could not be lowered electronically or manually to its lowest position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Fowler weldment ball screw.